Manufacturer narrative:
The insulin pump was received with flashing white lcd display anomaly due to cracked lcd controller. The pump was unable to performed displacement, rewind, seating and basic occlusion due to flashing white lcd display. The pump was received with scratched case, minor scratched lcd window and fading serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states

Event description:
It was reported that the insulin pump screen was damaged. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.